Event description:
The physicians are finding, post op, that these devices are causing infections - in a sterile environment. It is believed that antibiotics were administered.

Manufacturer narrative:
Catalog #: kcfn-5.0-18-13-ra2.5-hc. Event is still under investigation at this time.